Event description:
It was reported that while transporting a patient down a set of stairs, the stair chair would not engage the stairs and caused a medic to experience back pain from having to support the patient weight during transport down the stairs. Further information was not provided.